Manufacturer narrative:
The device is expected to be returned for evaluation, but it has not yet been received.

Event description:
The event involved a 7" (18 cm) microclave® smallbore t-connector, injection site, rotating luer lock, non-dehp tubing where the customer reported that the t set appear to be broken at the luerlock and become disconnected when in use. The event occurred during use on a patient. No additional information was provided. Harm was not reported as a consequence of this event.